Manufacturer narrative:
Stryker evaluated the device and was unable to duplicate or verify the reported issue. No ac power adapter was returned to stryker for evaluation. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device is having power issue, multiple known good power adapters have been used. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device is having power issue, multiple known good power adapters have been used. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
A quote was sent to customer explaining options of depot and field repair and stryker is awaiting a response. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.